Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2014 at 10:11:34. During night drain cycle three, the patient's ultrafiltration reading was 1250ml, indicating the home patient (hp) drained 1250ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra peritoneal volume (iipv) event was identified in the event history log review. The cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.